Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a replace battery now alarm. The customer¿s blood glucose was 85 mg/dl. Troubleshooting steps were provided for replace battery now alarm. Customer did not receive a low battery alert prior to the replace battery now alarm. Customer was advised that the insulin pump requires brand new or fully charged batteries to work effectively. The customer stated that the battery was not previously used. Customer stated that the battery cap was not loose, cracked or damaged. This was the second occurrence of replace battery now alarm without a low battery warning. Customer was advised that the insulin pump will need to be replaced. Customer was advised that they may continue to wear insulin pump until replacement arrives if they insert a new battery. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, sleep current measurement and active current measurement. No battery or power anomalies noted during testing, however device received with corroded battery tubes.